Event description:
It was reported while using bd¿ 10 ml syringe there was a mix of product types in the package. There was no report of patient impact. The following information was provided by the initial reporter: the content is incorrect for bd 301992. 2 types of syringe observed

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issues of mixed product / lots were confirmed upon inspection of the sample photos. Bd determined that the cause of the mixed product / lots failure was related to the failure by production technicians to clear left over parts from manufacturing machinery before changing over from luer lock production to luer slip production. An action plan has been created to help address this issue and prevent further occurrences of the mixed product / lots failure mode. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 10 ml syringe there was a mix of product types in the package. There was no report of patient impact. The following information was provided by the initial reporter: the content is incorrect for bd 301992. 2 types of syringe observed.